Manufacturer narrative:
(B)(4). The device was manufactured february 16, 2015 ¿ february 17, 2015. The device was received for evaluation with no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by filling the device with dextrose solution. After fill, normal flow was observed from the distal luer until the device was completely emptied. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. The device was filled with 4500mg fluorouracil diluted with 5% glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.